Manufacturer narrative:
At this time, no conclusions can be made. The patient's attorney alleges surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). Additional emdrs were submitted to represent the bard/davol ventrio st (device #2) and the bard/davol perfix plug (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralight st on (B)(6) 2014, ventrio st on (B)(6) 2015 and perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.